Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, there were an unspecified number of false positives. No patient impact reported. The following information was provided by the initial reporter: "false positive results - shigatoxin - enteric bacterial panel."

Manufacturer narrative:
G.5. PMA / 510(k)#: k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for shigatoxin while running the enteric bacterial panel assay. The customer instrument database run data where the suspected false positives were witnessed was provided to bd quality for preliminary analysis which revealed evidence of a potential instrument issue. Further review of the data by bd field service specialists determined that the instrument performance was within bd specifications per their analysis of the instrument database. This complaint is unconfirmed as no problem was identified with instrument performance. The root cause of the issue cannot be determined with the information provided. Sample analysis consisted of customer instrument run data files. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, there were an unspecified number of false positives. No patient impact reported. The following information was provided by the initial reporter: "false positive results - shigatoxin - enteric bacterial panel."